Event description:
Infant temperature low. Warmer on, infant undressed & placed under warmer with temperature probe in place. Temperature without change after 15 min. Rechecked machine with skilled care nursery r.n. Infant to scn for warming. Temp improved in 1/2 hr. Scn continued to assess infant & m.d. Notified.